Manufacturer narrative:
Additional information: g4, h6 h3 evaluation summary: post market vigilance (pmv) led an evaluation of one device. Inspection of the two returned videos noted that the handle was squeezed multiple times during firing, but the I-beam remained in the center of the reload. The device did not appear to be locked on tissue during firing. Visual inspection of the returned product noted that the reload was partially fired with the interlock engaged. The jaws were open. Staple pushers were visible at the 3cm cut line. The clamping mechanism was deformed. The reload was loaded into a post market vigilance instrument for functional testing. The reload could not be cycled, however, since the adapter of the reload was broken. Due to the noted damage, further functional testing was precluded. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Additionally, the investigation detected a unreported condition of deformed clamping mechanism that has no relationship to the reported condition. This may occur under the following conditions: 1. Application over tissue that is beyond the recommended thickness range. 2. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. "1. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. The investigation also found a condition of broken adapter that has no relationship to the reported condition. Replication of this condition may occur due to over flexure of the reload while attached to the instrument. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a photographic evaluation of two videos. A visual inspection of the returned videos noted that the reload could not be fully fired; the handle was squeezed multiple times with the I-beam stuck at approximately the middle of the cartridge length. The firing knobs, of the attached handle, can be seen to be retracted after the attempts of firing the reload were concluded. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. A definitive root cause could not be determined with regard to the reported condition. Without the physical product, a definitive root cause could not be identified. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while stapling during laparoscopic sleeve gastrectomy, the jaws of the device locked on tissue but was removed by excessive force. Another reload was opened and used to complete the case. There was no patient injury.